Manufacturer narrative:
No device return anticipated due to this being a legal case. Concomitant medical products: 02-010-04-0340 - logic cr femoral por, right, sz 4, sn: (B)(4), 02-012-45-4040 - lgc tibial fit tray cem ,sz 4f / 4t, sn: (B)(4), 200-02-35 - three peg patella ,35mm, sn: (B)(4).

Event description:
It was reported via a legal tolling agreement, that a male patient, initial right knee implanted on (B)(6) 2020, underwent a revision procedure on (B)(6) 2021 approximately 1 year 8 months post the initial implant procedure for unknown reasons. No additional information is available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Manufacturer narrative:
H7: z-0021-2022.